Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for tube collapse with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to tube collapse was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that tube k2edta plh 13x75 4.0 plbl lav br was deformed. This occurred on (B)(4) occasions before use. The following information was provided by the initial reporter: the edta tubes were deformed as if they had melted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube k2edta plh 13x75 4.0 plbl lav br was deformed. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the edta tubes were deformed as if they had melted.